Manufacturer narrative:
Investigation included user education and troubleshooting with additional training scheduled. Investigation of this case revealed no confirmed device malfunction and identified user technique and adaptation issues as possible contributors. It was concluded that the device functionality could not be implicated based on available information and that user education was provided to address use practices. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet, with fingerstick or cgm readings reportedly reaching approximately 400 mg/dl and remaining out of range for about 14¿16 hours; the user announced meals as corrections and intermittently paused insulin to avoid lows, later disconnecting from the ilet and reverting to subcutaneous insulin via multiple daily injections to reduce glucose. Symptoms included thirst. Outcomes included transient interruption of ilet therapy with user-managed correction and no need for external assistance or medical intervention.